Manufacturer narrative:
(B)(4). Date sent: 6/5/2024. D4 batch #: w7040p. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test hand piece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. No abnormal noises were heard at any time during testing. The instrument was disassembled to inspect the internal components, no evidence was found that could have caused the reported activation issues. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot/batch w7040p, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 5/16/2024 d4 batch #: unknown attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the procedure? What is the or staff¿s experience with device? What other instruments were used in the procedure? What was the source of the bleeding? Under what circumstances did the blood loss occur? Why does the surgeon believe the blood loss was associated with the device? What structures was the harmonic device activated on? What is the patient¿s current status? Were there any generator alert screens and/or warnings that were displayed on the generator? Can the generator log be pulled for engineering review? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, once activated, the device whistled. Several time it was switched off and it did not activate anymore despite the maneuvers indicated. This resulted in prolonged operating time, instrument change, 1200ml blood loss and transfusion.